Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from "low" (specific value note provided) to 45 mg/dl. Due to the decrease bg level the customer lost consciousness. Customer required assistance giving a "g-voke pen injection" and called paramedics to address bg level. Paramedics monitored customer's bg levels and no treatment was provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.